Event description:
The customer reported to beckman coulter inc., (bec) that they obtained erratic (imprecise) hybritech prostate-specific antigen (hyb-psa) results for two (2) patients using the laboratory's access 2 immunoassay system. The customer stated that they were repeating frozen patient samples and this is how the erratic hyb-psa results were discovered; however, the customer did not supply the date in which the initial hyb-psa results were obtained. The customer provided the following details: original result for patient a was 2.3ng/ml and a result of 1.63ng/ml was obtained upon repeat. Original result for patient b was 4.1ng/ml and repeat result was 5.2ng/ml. Although the results for each patient remained within the same clinical category, the results were outside the precision claims {equal or less of 7% as stated in the assay's instruction for use (IFU)}. The customer has not generated amended reports for the patients as the results remained within the same clinical category for each patient and confirmed there was no change to, or impact on, patient treatment.

Manufacturer narrative:
There is no system information provided for review; however, the customer reported no issues with qc recovery or with routine system check performance. A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse replaced the old mixer pulleys and performed a system check, high sensitivity system check, and all levels of qc; all results were within assay/instrument specifications. No hardware malfunctions were identified by the fse that may have caused, or contributed to, this event. Upon review of all supplied data, there is insufficient evidence to determine a definitive cause for this event.